Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block a3a (sex), block a3b (gender), block b5 (describe event or problem) have been updated based on the additional information received on november 27, 2025. Block h6 has been updated to code clip failure to close deeming this a non-reportable scenario, due to additional information received on november 27, 2025.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for hemostasis after removal of polyp during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the preparation, the package of the clip was opened, prior to being used on the patient and it failed to release from the catheter. The clip would not release even after attempting to actuate the handle. The procedure was completed with another of the same device. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Additional information received: it was clarified that the main problem of the device was that the clip stuck in an open state, where it could not close at all.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for hemostasis after removal of polyp during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the preparation, the package of the clip was opened, prior to being used on the patient and it failed to release from the catheter. The clip would not release even after attempting to actuate the handle. The procedure was completed with another of the same device. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Additional information received: it was clarified that the main problem of the device was that the clip stuck in an open state, where it could not close at all.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 has been updated to code clip failure to close deeming this a non-reportable scenario, due to additional information received on november 27, 2025. Block h11: the returned resolution clip device was analyzed. The device was returned with the clip assembly attached, the first activation completed, one arm bent, and although it was still able to achieve full deployment during visual, microscopic, and functional testing, the outer sheath did not return. No other problems with the device were noted. The reported event of clip failure to close was not confirmed. It was found that the clip assembly was returned with the first activation completed and one arm bent, and it is likely that the bending occurred due to procedural factors and manipulation, such as a high axial asymmetric load applied to a single clip arm; this conclusion is acceptable because the evidence suggests the customer attempted to grasp an excessive amount of tissue, which can deform the distal section of the clip arm and impair proper jaw closure. Based on all available information, the probable root cause assigned is device problem excluded.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for hemostasis after removal of polyp during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the preparation, the package of the clip was opened, prior to being used on the patient and it failed to release from the catheter. The clip would not release even after attempting to actuate the handle. The procedure was completed with another of the same device. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.